Event description:
Reportedly, in 1999 the pt underwent a lavh procedure. Following procedure pt experienced pain, infections and required re-operation. Pt is claiming that the surgidac nonabsorbable sutures that were used were the incorrect suture for the application and subsequently caused the injury.